Manufacturer narrative:
This is a follow-up to the previous medwatch report. The safari2 guidewire was returned for analysis. As received, the specimen consisted of one-1 each unidentified safari2 device; returned coiled, loose and double-bagged within "zip-lock" style poly biohazard pouches. Dimensional verification: the specimen presented a dim "a" length of 275.35cm, curve dimensions of 2.80cm x 3.30cm and a finished diameter of .03450" to .03465". A gage bushing certified to be .0360" passed over the length of the specimen to either aspect of the coil damage with no more effort than the mass of the bushing sliding down the wire shaft unaided, except by gravity. Observation findings: the specimen presented offset/overlapping coil wraps in the large diameter curve creating localized oversized diameters to .03680" and several bends of varying severity and frequency scattered over the length of the device. All joints appeared to be intact. Except where noted, the specimen device appeared visually and dimensionally correct for a safari2 275cm xsml crv. Summary of findings: the lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates that during manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As noted above, the specimen presented offset/overlapping coil wraps in the large diameter curve creating localized oversized diameters to .03680" and several bends of varying severity and frequency scattered over the length of the device. The offset/overlapping coil damage appears consistent with torqueing and manipulating the device against resistance. As noted in the device instructions for use (dfu), warnings: do not torque this guidewire. Exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation. Resulting guidewire fractures might require additional percutaneous intervention or surgery. Never advance the guidewire against resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in damage to the catheter or vessel/organ. Care should be taken when advancing a guidewire after device deployment. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. The report of damage is confirmed. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that clinical and/or procedural factors have contributed to the event as reported.

Manufacturer narrative:
It was reported that the device is expected to be returned for analysis but was not received by the time this report was filed. Additionally, lot traceability was not provided. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates that during manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. If the safari2 guidewire is returned for analysis or additional information is provided a follow-up medwatch report will be submitted.

Event description:
As reported by the distributor, patient was undergoing a transcatheter aortic valve replacement. Event description: per email, it was reported that: xs safari2 wire unable to retrieve at end of procedure. 6f pigtail, jr4 and 7f mpa2 guide would not track over primary curve of tip of wire. During the procedure the patient experienced 15 minutes of CPR after tavr deployment. On fluoroscopy there was no apparent damage to wire but catheters would not track over. The physician had to pull the wire out bare without being in a catheter. Upon inspection after it was out of the body you can see a small kink on the curve of the wire.